Event description:
Sorin group USA received a report that the pump froze up during a procedure. It was also reported that the patient was administered cardiac massage until the system could be changed out for a backup. Sorin requested information on patient status but the final patient outcome was not provided.

Manufacturer narrative:
Sorin group (B)(4) manufacture the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to investigate. While at the facility the service representative was able to confirm the reported issue. A review of the machine's internal memory confirmed reduced flow and pressure at the time of the incident. Inspection of the device found that the motor was not moving freely. The motor was replaced and subsequent testing confirmed that the issue was resolved. The hospital has retained the motor that was replaced. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.